Event description:
During the patients scheduled procedure, there was an identified need for multiple suture anchors to be placed, requiring pre-drilling of those sites. Multiple suture anchors were placed without incident, however, when attempting to drill the second to last location the arthrex drill bit failed. The result of that failure was that the distal portion of the drill bit, measuring approximately one inch, remained lodged in the patient's right shoulder. Radiologic imaging was used to confirm, the surgeon discussed this with the surgical team which did include an arthrex representative. According the representative and current research available, drill bits do not currently have any maximum recommended usage. There were no previous issues or indications of the drill bit being at risk for failure reported by the surgical team. The risks of attempting to remove the portion of drill bit outweighed the benefits, therefore it was determined by the surgeon that it should be left in place. The surgeon did discuss this decision with the patient and his father, making them aware that a portion of the drill bit remained, the surgeon did not feel that it was at risk of migration or that it should cause any long-term issues but that the patient would need to make health care providers aware if imaging, such as MRI, was discussed or ordered. The retained drill bit did not require any additions or changes in the plan of care; 1.8mm drill from arthrex fibertak, percutaneous insertion kit (ar-3610pk-3).